Event description:
Event description cpi received information that this ventricular pacing lead was an attempted implant which was not used because of advancement and placement difficulties. It took 30 minutes to pass the lead through the tricuspid valve because it went into the inferior vena cava. After passing it through the atrium, the helix became caught in tissue near the valve and could not be removed using counter clockwise motion. Force was necessary to remove it, causing the helix tip to break off in the tissue. The physician commented that the model is difficult to implant because the body is too soft, and he suspects the integrity of the structure.